Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing". Air in line was noted. Patient was not affected. Pump settings: rate: 2.0 ml/hr, volume: 26.0ml, given: 66.0 ml. No further information available.